Event description:
On (B)(6) 2018, the patient contacted lifescan USA, alleging that her onetouch ultra 2 meter was reading inaccurately erratic, and inaccurately high compared to her feelings/normal results. The following complaint was classified based on information obtained from customer service representative (csr) documentation. The patient reported that the meter issue first began, on (B)(6) 2018 at 6.02 am. She reported that she obtained blood glucose readings of ¿299, 305, 358 and 341 mg/dl¿¿ on the subject meter. The tests were performed greater that 20 minutes apart, making this an invalid comparison. The patient also felt that the results were inaccurately high, compared to her feelings/normal results. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of an inaccuracy. The patient reported that she manages her diabetes with oral medication, diet and exercise, and that she continued with her normal diabetes management in response to the alleged meter issue. The patient stated 6 hours after the meter issue began, she developed symptoms of ¿shaking¿. The patient denied receiving any treatment for the alleged symptoms. During troubleshooting, the csr noted that the subject meter was set to the correct unit of measure, and the patient had used an approved sample site to obtain the blood samples. The patient did not have control solution for a control solution test. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after the alleged product issue began.